Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 265 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with flex fatigue damage. Analysis concluded that the clinical observations of high pacing impedance measurements were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements (>3000 ohms). Diagnostic imaging was performed which confirmed this rv lead had fractured. The system was reprogrammed to unipolar sensing prior to a lead revision procedure. This rv lead was subsequently explanted and a new lead was inserted to resolve the event. The patient was stable with no additional adverse effects. The rv lead was received for analysis.